Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Review of device data determined the measurements included several sudden jumps reaching over 200 ohms. The patient heard their device emitting beeping tones as a result of the out-of-range measurements recorded. This lead remains in service. No adverse patient effects were reported.